Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. Method and results: na.

Event description:
It was reported that during an unknown procedure, the staples don't close. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.